Manufacturer narrative:
The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Attempts were made to obtain additional information, however no response has been received. The onyx will not be returned for analysis; therefore, the event cause could not be determined. MDR 2 of 3 from the literature review of incomplete onyx embolization resulting in gamma knife treatment. Citation: j liu, x li, et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas in adults 21.march.2016, (B)(6) neurosurgery, jtn.

Event description:
Medtronic received information from a literature review that 3 patients required gamma knife radiosurgery due to incomplete embolization with the onyx. The second subject was a (B)(6) male that presented with trigeminal neuralgia. Treatment of the dural arteriovenous fistula (davf) located in the meckel cave with the onyx embolization was incomplete, as indicated in the post-treatment angiogram, which showed evidence of remnant fistula. As a result, the patient underwent gamma knife radiosurgery. Follow up glasgow outcome scale (gos) of the patient is 5 (resumption of normal life despite minor deficits). Citation: j liu, x li, et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas in adults 21.march.2016, journal of (B)(6) neurosurgery.

Manufacturer narrative:
Please reference mdrs 2029214-2016-00779 and 2029214-2016-00782 for the other 2 mdrs associated with this literature review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.